Event description:
It was reported that the patient experienced a neck pain and pocket site discomfort. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.